Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to test for motor error alarms due to no button response. The motor passed the motor test. The device had a cracked case window display corners, cracked reservoir tube, and a missing end cap sticker lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 199 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.